Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 14, 2020.

Manufacturer narrative:
This report is submitted on november 09, 2020.

Event description:
Per the clinic, the device was electively explanted (date not reported) as the patient never gotten clinical benefit leading to device non-use.